Manufacturer narrative:
Philips service reconnected the power supply and replaced the 27'' qhd color lcd monitor (991932282084), restoring the system to full operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the small ER monitor was not powering on and a collision error occurred during table movement on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.